Event description:
A pt reported blood glucose results of 156 and 386, 338, 360 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported passing out, however the pt took the set amount of lantus(75units) at 10:00pm and passed out one and half hours later at 11:30pm. The paramedics tested the blood sugar (results unk) and gave pt oral glucose while waiting for the paramedics to arrive and obtained a result of 24 mg/dl. Although the time relationship of the precision testing and hypoglycemic event is not known, this case is being reported as an adverse event in case the serious injury may have been due to inaccurate high results.